Event description:
It was reported by maude event report# (B)(4) that during an unknown procedure, while using the harmonic device, the white pad on the cold blade came loose. This was identified immediately by the surgical team and the device, including the white pad that came loose from the cold blade was removed immediately and a new device put into use. The pt was not affected adversely. The required intervention was simply discarding the defective device and retrieving a new one, so the case could be completed. There was no delay of care or prolonged surgical time as the extra devices were readily available outside the operating room.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was not received for analysis; no information has been provided as to who the account is so we are unable to contact the account to have the device returned for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.